Event description:
It was reported that this right ventricular lead exhibited high out of range pacing impedance measurements. Due to this, a lead safety switch was triggered and loss of capture was observed. A system revision was performed and it was found that this lead had dislodged. This lead was repositioned. This lead remains in service. No further adverse patient effects were reported.